Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported to have had high blood glucose of 500 mg/dl. The customer did not troubleshoot for their high blood glucose. The reservoir will not be returned for analysis.